Event description:
It was reported that during a denovo pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. During the procedure, after insertion into the left atrium and aspiration of the sheath, the physician observed persistent air bubbles within the flushing lumen, while the shaft was free of air. Several syringes were used in an attempt to aspirate the air; however, it was not possible to get the flushing lumen free of air. No fluid leak was observed. The procedure was successfully completed using a replacement faradrive sheath. No air was seen in the patient and no patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.